Event description:
It was reported that the patient had infection. The caller was told that the implantable neurostimulator system was removed 18 months post implant due to infection. The patient record indicated that the patient's implantable neurostimulator system was still active.

Event description:
Additional information received reported that the device was explanted in 2009 or 2010 due to an infection.

Manufacturer narrative:
Product ID 3887-33, lot# l69168, implanted: 1999 (B)(6), product type lead, product ID 37742, serial# (B)(4), implanted: 2006 (B)(6), product type programmer, patient product ID 3708340, serial# (B)(4), implanted: 2006 (B)(6), product type extension, product ID 37083, serial# (B)(4), implanted: 2006 (B)(6), product type extension. (B)(4).